Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The 3x20mm 144cm sterling balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 7 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.